Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing. Moreover, the patient had an arrhythmia which terminated on its own. This lead was surgically abandoned. No additional adverse patient effects were reported.